Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor on (B)(6)2019 was 76 mg/dl. At (B)(6)am, user entered a bg of 45 mg/dl into the pump. Immediately following, user entered 45 grams of carbohydrates and a bg of 191 mg/dl into the pump and requested a 5.36 unit bolus. It is possible the bg of 45 mg/dl was entered in error. At (B)(6)am, user switched from a personal profile with 28.75 units total daily basal insulin to a personal profile with 14.37 unit total daily basal insulin. User switched back to previous profile at (B)(6)pm. Cartridge change sequence was completed at (B)(6)am. At (B)(6)am, user requested a 7.78 unit bolus for 70 grams of carbohydrates without entering current bg. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.